Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device history logs showed a shock key error. The user would have been alerted with, ¿warning, device service required¿ prompt, alongside a flashing red status indicator and failure chirp, as per the reported fault. The device did not present a red status indicator or beep during the investigation. The device underwent extensive testing of all critical functions, performing to specification throughout. The shock key fault could only be replicated by holding the shock button during power on. This may suggest the fault was due to an external force being applied to the shock button during a self-test. Therefore, the fault has been attributed to a potential use error. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that their device had a shock key fault in the device memory. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that their device had a shock key fault in the device memory. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.